Event description:
Boston scientific received information that one week post the subcutaneous implantable cardioverter defibrillator (s-ICD) procedure, the patient received two inappropriate shocks from their device. The device passed secondary sensing vector on screening, but picked primary during auto setup. The device was programmed to secondary, but was switched back to primary. Amplitude in secondary was very low. It was noted that the patient was bending over and r-waves got really small. That is when she was shocked. The patient was seen in the clinic for additional testing. When trying to recreate the issue by having the patient bend over, r-waves did get small. Auto setup was performed again while using one of the postures and it picked primary with a 2x gain. Boston scientific technical services (ts) was contacted and discussed this appeared appropriate. No adverse events occurred and no further issue have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.